Manufacturer narrative:
(B)(4). UDI # (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery for an unknown reason after 2 month of first implant. A revision of the articular surface was performed for unknown reason.

Manufacturer narrative:
(B)(4). This complaint and reason for revision was not confirmed. Visual examination of the returned product found the dovetail was flared and the distal surface exhibits damage in the insertion slot. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign report source: (B)(6).

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently underwent revision surgery due to fracture of the medial femoral condyle 2 months post implantation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.